Event description:
This lead was an attempted implant on (B)(6) 2016. An information received on (B)(6) 2016 noted that this lead would not stay in the target vessel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).